Event description:
On (B)(6) 2012, the reporter contacted lifescan alleging an unspecified error message. The error message was not reproducible during troubleshooting with customer support. This complaint was initially ruled out because the reporter was able to conduct a successful test during troubleshooting. In addition, there was no report of patient impact associated with this complaint. On (B)(6) 2012, lifescan completed device evaluation with the meter involved with the complaint. Investigation revealed there was data corruption in the returned meter. This complaint is now being reported due to the failed device evaluation results.